Event description:
The patient had a chest x-ray on (B)(6) 2020, to determine if the sensor had migrated. It was confirmed that the sensor had moved from its original implant position on (B)(6) 2020. It had moved further down in the pulmonary artery, but remained on the left side.

Manufacturer narrative:
Additional information: b4, b5, g4

Event description:
The patient had an additional cardiomems sensor implanted. They were also hospitalized for heart failure found prior to the implant procedure. The patient experienced no adverse consequences as a result of the implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.